Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided the reported death is the result of patient conditions. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. (B)(4).

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: article titled: a hybrid technique for treatment of commissural primary mitral regurgitation". No additional information was provided. (B)(4).

Event description:
This is filed to report the patient died 3 months post procedure from pre-existing comorbidities. It was reported through a research article identifying a patient with a mitraclip which had a single mitraclip implanted plus occluder device during the procedure. The patient died 3 months post procedure from pre-existing comorbidities. Details are listed in the attached article, "a hybrid technique for treatment of commissural primary mitral regurgitation". No additional information was provided.